Event description:
It was reported that during a cori-assisted tka, while milling the distal femur with the real intelligence robotic drill they were unable to remove all the green layer of bone on the bone model. They switched drill guards, reseated the burr, and it still would not remove the green layer. Surgery was performed, after a non-significant delay, rasping and using the saw to get the remaining green in both distal femur and tibia. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. A test case was performed and the drill seemed to expose properly. Diagnostics were begun and all kpc tests passed, and validation of burr exposure passed as well. The drill was disassembled and the exposure motor checked on the lab test fixture. The motor passed all tests and encoder output was good on the scopes. The drill was reassembled and kpc testing performed again. All tests passed. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the drill guard not fully seating into the drill attachment used during the case due to debris. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.